Event description:
It was reported that a device malfunction occurred after it fell on the floor. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump malfunction, and the issue did not recur. The customer chose not to replace the pump but will continue monitoring it and was advised to contact support if the issue happens again.